Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. However, the outer tubing overlay was melted, had cosmetic environmental stress cracking, and had blood/body fluid. The inner tubing was kinked/buckled. The outer insulation had cosmetic depression. There was blood in/on the helix/lobe mechanism and helix/lobe mechanism (sleeve head). There was apparent explant damage.

Event description:
It was reported that the lead exhibited t-wave oversensing, r-wave undersensing, and dislodgment. The lead was explanted and replaced. No patient complications have been reported as a result of this event.